Manufacturer narrative:
The device is in process of being returned for evaluation. The investigation is ongoing. Once we have additional relevant information, it will be submitted in a supplemental report.

Event description:
Complainant alleges "the unit is not putting out the proper wattage. Unit was sent to biomed person who says the wattage is out of tolerance or has low wattage."

Manufacturer narrative:
The device was returned for evaluation and repair. Device was subjected to full factory testing and found to be functioning properly prior to returning to customer. Outputs in cut, blend, coagulation, fulguration, and bipolar are in spec at max power, half of max power and 5 watts. The complaint could not be confirmed, and root cause could not be established. If any additional relevant information is identified, it will be submitted in a supplemental report.

Manufacturer narrative:
The actual device was returned for evaluation and has been sent out for analysis and repair. Once we have additional relevant information, it will be submitted in a supplemental report.